Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm because of blockage at site on (B)(6) 2024. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) with occlusion at infusion site (e.g. Occlusion alarm from the infusion pump may have sounded) (specific cause not identified). The batch 6007051 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 03 and wi guidance for functional testing for complaints area version 02 occlusion at infusion site (e.g. Occlusion alarm from the infusion pump may have sounded) (specific cause not identified). Complaint investigation: test results: visual test according to wi version 3 on reference samples, reference samples passed the test. Functional (flow test) test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6007051 was packaged according to the wi version 96, packaged in the machine multivac 10, on 11/may/2024 with a total of (B)(4) units. Welding DHR review: the lot 4e00264 was manufactured according to the wi version 34, manufactured in the machine ls24-ls25, on 09/may/2024 with a total of (B)(4) units. Gluing connector DHR review: the lot 5e00248 was manufactured according to the wi version 37, manufactured in the machine gluing 3, on 07/mar/2024 with a total of (B)(4) units. The lot 5e00253was manufactured according to the wi version 37, manufactured in the machine gluing 3, on 06/mar/2024 with a total of (B)(4) units. The lot 5e00247was manufactured according to the wi version 37, manufactured in the machine gluing 3, on 08/mar/2024 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 30/jun/2025 against malfunction code evaluated occlusion at infusion site (e.g. Occlusion alarm from the infusion pump may have sounded) (specific cause not identified) and lot 6007051 and other 1 complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples related to the complaint, no non-conformance (nc) raised during production related to complaint code, other 1 complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.